Event description:
**Update**(B)(4) 2013 - legal claim received alleging that the patient has suffered from extensive amounts of inflammation and scar tissue by the metal debris. Also alleged is that the acetabular cup had failed to achieve bony ingrowth. There is no new additional information that would affect the outcome of the investigation.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address progressive worsening of left hip pain with persistent elevation of cobalt and chromium levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address progressive worsening of left hip pain with persistent elevation of cobalt and chromium levels. Update: (B)(6) 2012 - the sales rep has also reported the revision. Part and lot codes have been identified.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, implant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.